Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the product returned, the stapler involved with the reported event was the sureform 60 stapler instrument (lot number: t14230420-0321). Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis (fa) and confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house green reloads. The instrument fired successfully, and the resultant staple-line was visually inspected; the cutline appeared smooth and consistent, with no jagged edges or tearing. All staples were deployed and correctly formed into the proper b-shape. Isi did receive the green reload accessory to perform fa and was able to confirm and replicate the customer reported complaint. Fa found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. The reload was returned attached to instrument. Additionally, the reload cover was removed, the pusher was pulled forward to allow access to the knife, and the knife was inspected. The blade was found to have mechanical indentations; however, there was no cartridge damage observed.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the green reload accessory that was used during this reported event; therefore failure analysis investigations (fa) could not be performed. Log review was performed for the two staplers used in the procedure; as it's unknown which stapler was involved with the alleged report. The logs for product number: 480460-09, lot number: t14230420-0321, show it was used first and it was installed on the system six times and fired six (green) reloads. On install 1, the system failed to detect the reload color, and the user manually selected the green reload via the graphical user interface (gui) on the surgeon side console (ssc) touchpad. On installs 1, 4, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 2 and 3, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 6, the first clamp was successful, but was followed by a firing failure. The firing stopped at about 97% completion, after a duration of about 43 seconds. Peak firing force was 585 n. The instrument was successfully removed, and not used again in the procedure. Next, logs show product number: 480460-09, lot number: t14230420-0324, was installed on the system two times and fired two reloads (2 green). On install 1, the system failed to detect the reload color, and the user manually selected the green reload via the gui on the ssc touchpad. On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then successfully removed, and not used again in the procedure. There were no stapler related errors in the logs for this procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a tissue push occurred while using a sureform 60 stapler instrument with a green reload accessory with a buttress. The surgeon was attempting to staple the stomach when a message of "tissue too thick" was displayed on the screen. It's unclear whether the system displayed "tissue too thick" and then the stapler proceeded to fire; or if the stapler was pausing for compression and then proceeded to fire. When the stapler fired, tissue began pushing out of the jaws. There were no malformed staples or cut beyond the staple line and there were no holes, gaps, or bleeding as a result of the tissue push. Staff had to manually open the jaws of the stapler but did not push the e-stop button first. The stapler was removed, and a backup sureform 60 stapler instrument was used. The surgeon did perform a "leak test" as the end of the case, which confirmed there was no leaks in the staple line. The technical support engineer (tse) reviewed the logs and found no related errors. The procedure was completed robotically. The patient has had no post-operative complications.